Event description:
It was reported that suture placement in an unknown artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, an unknown device failure occurred. Additional proglide devices were used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the sutures of the additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, however, the plunger, suture, link, needles and cuffs were not returned. Because all of the components were not returned, they could not be tested; therefore a failure mode could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.